Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the endowrist prograsp instrument broke at the tip shaft and had a broken cable. Nothing fell in the pt. No other info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument is broken at the proximal clevis to main tube interface. Proximal clevis is dislodged from main tube as a result. Both the proximal clevis and main tube are missing pieces. The proximal clevis is missing a .150 inch by .180 inch piece between the ears. The majority of the main tube interface wall has been cut off. Engineering concluded the breakage is likely due to overloading at the tip. Engineering also found the main tube has a 2 inch long section with material removed. The damaged area is parallel to tube axis. Based on the location and appearance, the damage may have been caused by a cannula accessory and it is possible that extra force was required to remove the instrument from the cannula after clevis dislodgment. This extra force may have contributed to tube scraping. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is rec'd.